Event description:
The patient alleges that a rear wheel broke on the unit, resulting in a fall. The patient sustained soft tissue injuries to his neck and back.

Manufacturer narrative:
The device is not available for evaluation at this time, due to pending litigation. No conclusion can be drawn.